Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for ise tests on the cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant sodium electrode results. The sample initially resulted in a sodium value of 153 mmol/l. A physician questioned the result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a sodium value of 141.6 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.